Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced low blood glucose level. Customer blood glucose value was 53 mg/dl at the time of the incident. The current blood glucose was 76 mg/dl. Customer stated that the auto mode feature was active at time of low blood glucose event. The insulin pump will not be returned for analysis.